Event description:
On (B)(6) 2010, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2010 patient was diagnosed with peritonitis, which did not require hospitalization. On that same day, prior to the start of antibiotics, a peritoneal effluent analysis and culture were performed. The result of the culture was unknown. On (B)(6) 2010 the patient began remedial therapy with targocid (400mg, daily intraperitoneally (ip) and netmycin (50mg daily, ip). The peritonitis was resolving. Pd therapy was ongoing, as was remedial therapy with targocid and netmycin. Concomitant medications were not reported. The reporter considered the peritonitis to be unrelated to the pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.